Event description:
Salvageable blood loss during endovascular repair of right distal iliac proximal common femoral artery dissection and mechanical thrombectomy using k160449 trade/device name: penumbra system and penumbra pump max regulation number: 21 cfr 870.1250, the blood lost during aspiration of clot is collected in a suction pump - penumbra max pump, in a closed system. I am informed by the rep that blood is not salvageable because the system is not sterile. That is not acceptable. That blood should be easily salvageable if the container is sterile and the clots are filtered out. Or it should be made accessible for use with a cell saver. Pts are routinely heparinized during these procedures.